Event description:
The customer reported all lights lit up on the c-arm and the monitor went blank. They rebooted the system and then heard a popping noise. The tube could possibly be arcing. No patient injuries were reported.